Event description:
The wire guide was being utilized during stenting of the renal artery. Upon completion of the procedure, it was noted that the renal artery had dissected. The dissection was distal to the stent where the tip of wire guide had rested. Angioplasty was performed on the dissection.